Event description:
Difficulty deploying from device; unable to reset implant device. Only 1 stent was placed when the goal was 2 stents. The failed product had patient contact but no patient harm. Manufacturer response for I stent, (brand not provided) (per site reporter). Emailed medical safety team.